Event description:
A hospital in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit had a leak at the swivel y-piece and did not pass the vn500 ventilator leak test. The hospital has alleged that the swivel y-piece seemed to be inserted incorrectly and came apart easily. This was noticed prior to patient use.

Event description:
A hospital in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit had a leak at the swivel y-piece and did not pass the vn500 ventilator leak test. The hospital has alleged that the swivel y-piece seemed to be inserted incorrectly and came apart easily. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit kit was returned to the manufacturer. The complaint breathing circuit was visually inspected and performance tested. Results: the complaint swivel was found to be intact with the inspiratory and expiratory limbs fitted into it. The pressure test revealed the pressure drop to be within specification for this product. No damage was observed on the swivel wye and swivel elbow when it was inspected after the pressure test. Conclusion: no fault was found with the returned complaint breathing circuit kit. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. All breathing circuits are pressure tested prior to leaving the production line, and those that fail are rejected. The subject rt235 infant breathing circuit would have passed the pressure test following production. Our user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."